Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for evaluation. The complaint of extension line stretched/ballooned was able to be confirmed by the photo as it revealed evidence of stretching/ballooning to the proximal line near the juncture hub. No evidence of a rupture of the extension line is observed in the photo. Based on the photo, the customer report is confirmed , however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure. Using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the catheter presented dilation in its proximal portion, with resistance to flow." The catheter was replaced for a double lumen cvc in the left jugular vein, and the use of this catheter was successful without ny harm or injury to the patient. Additional information from the clinical team reported that the patient died, unrelated to this incident.

Event description:
It was reported that "the catheter presented dilation in its proximal portion, with resistance to flow." The catheter was replaced for a double lumen cvc in the left jugular vein, and the use of this catheter was successful without ny harm or injury to the patient. Additional information from the clinical team reported that that the patient died, unrelated to this incident.

Manufacturer narrative:
(B)(4).